Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the balance middleweight (bmw) guide wire was used to stiffen the sheath through the introducer needle and the end of the wire sheared off. This was not noticed at the time but the patient was re-admitted 3 weeks later and a procedure was performed to snare the wire fragment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the introducer needle and/or inadvertent mishandling resulted in the reported material separation. As reported, the patient was re-admitted 3 weeks later and a procedure was performed to snare the wire fragment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
E1: corrected address, city and postal code. G2: report source: added "other". G2: corrected report source other from na to medicines and healthcare products regulatory agency (mhra).